Manufacturer narrative:
Visual inspection of internal components of the driver revealed the secondary motor cam follower out of bottom dead center (bdc) and a broken scotch yoke on the piston cylinder assembly (pca). The customer-reported issue was initially confirmed via review of patient history file which showed the customer experienced six 2d and one 12 fault code alarms which are produced as a result of the secondary motor operation. Additionally, the customer-reported issue was confirmed during functional testing, where the driver would only operate on the secondary motor and exhibited the fault alarm experienced by the customer. The broken pca was replaced with a known functioning pca, and the functional test was performed again. Under these conditions, the driver passed all sections of functional testing. (Section h6 codes 1384, 4755. 180). It is possible that the secondary motor cam follower was knocked out of position in the field due to a sudden jolt or movement of the motor. Upon startup, the freedom driver would have attempted to engage the primary motor but was met with mechanical interference from the secondary cam follower being out of bdc. This caused the motor and scotch yoke to bind during startup leading to the primary motor not engaging and causing the scotch yoke to break. The driver then annunciated a fault alarm and switched to secondary as intended. Issues related to broken scotch yokes is currently being addressed under a corrective and preventive action (CAPA). Since the secondary motor cam follower was found out of bdc, functional testing was performed on the secondary system. The secondary system failed functional testing due to the beat rate being outside of range. The root cause of this failure was determined to the secondary motor controller and it is unrelated to the customer-reported issue. (Section h6 sections 1198, 427, 120). This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm when the battery was inserted.